Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was not performed due to the receiver perpetually rebooting. A receiver boot test was performed and failed due to the receiver perpetually rebooting. Functional tests were not performed due to the receiver perpetually rebooting. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the receiver perpetually rebooting. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.